Event description:
It was reported that during central processing, the customer stated the cable pull was damaged and frayed from the tip-up fenestrated grasper (fg) instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the problem was identified during central processing. The procedure was performed robotically. The patient was not injured. There were no reports of fragments falling from the device into the patient during the procedure. There was no reported delay in the procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.